Manufacturer narrative:
The insulin pump alarmed motor error alarm during basic occlusion test due to loose protruded drive support disk. Unable to perform unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. No unexpected device software error alarm anomalies noted. No unexpected restarting anomalies noted. The insulin pump was received with normal operating current. Pump passed self-test and pump passed off no power test. The motor was tested outside of the device and passed. The insulin pump passed the displacement test. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten with displayable history crc check failed alarms due to a corrupted history file. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump excessively alarmed motor error. Customer's blood glucose was 150 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.